Event description:
It was reported that the customer experienced a blood glucose (bg) level of 361 mg/dl and kidney disease; cause was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, dialysis and antibiotics. Customer was discharged 6 days later with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.